Manufacturer narrative:
Evaluation completed. See attached failure investigation summary report.

Manufacturer narrative:
Nihon kohden orangemed llc will submit a supplemental report if additional information becomes available.

Event description:
During patient use, the respiratory therapist observed that the ventilator touchscreen was completely black, with no graphics or display information visible. Despite the blank screen, the ventilator continued to operate and deliver breaths to the patient. The screen lock button was illuminated but was non-responsive to touch input. There was no patient harm, and the patient was transferred to another nkv-440 ventilator.